Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the proximal conductor of the lead also developed a fracture due to flexing while in vivo, and the overlay tubing of the lead was extrinsically breached due to melting.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high, out of range impedance resulting in inappropriate shocks to the patient. Upon extraction, an insulation break was discovered that may have been caused during explant preparation. The lead was replaced with a new rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.